Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the physician was concerned over possible exit block for the right atrial (ra) lead. The field representative requested additional information including x-rays from the physician for review of data to assess physician's concern. The ra lead remains in service and no adverse patient effects were reported.

Event description:
It was reported that the physician was concerned over possible exit block for the right atrial (ra) lead. The field representative requested additional information including x-rays from the physician for review of data to assess physician's concern. The ra lead remains in service and no adverse patient effects were reported. Additional information was received that x-rays were taken which showed the ra lead is prolapsing through the tricuspid valve. Additional information was received that technical services (ts) reviewed the data and noted farfield sensing leading to inappropriately stored atrial tachy response (atr) episodes along with increased threshold measurements for the right atrial (ra) lead. No noise was observed. Ts discussed that based upon the physician's report of the ra lead prolapsing into the right ventricle, dislodgment and lead instability can lead to compromised operation of the lead. Ts discussed further troubleshooting and programming options. The ra lead remains in service and no adverse patient effects were reported. Additional information was received that the field representative discussed the patient with the physician. The physician noted that the previous threshold measurement was misinterpreted and there was no exit block. During the heart catheterization it was found that the patient appears to have intermittent supra-hisian block, potentially caused by intermittent physical contact of the ra lead. The lead itself, however seemed to be intact as a normal threshold range could be tested during times with no av block. The ra lead remains in service and no adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. This supplemental report was not able to be submitted on-time by boston scientific because of delayed acknowledgments from the FDA for the initial report. An FDA system issue resulted in the delayed acknowledgements. This report will not be considered late, because it was the result of an FDA system issue.